Event description:
A physician modified the distal tip of a biliary drainage set in order to fashion a 5 french geenen type stent. Following a successful insertion, the distal tip of the device lodged in the pancreatic distal tip severed and remained lodged in the pancreatic duct. A partial pancreatectomy was performed the following day to remove the remaining portion of the drainage set. The pt is reported to be in satisfactory condition; however, no add'l info is available.